Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pancreatic pseudocyst procedure performed on (B)(6) 2025. During the procedure, the physician attempted to release the first flange of the stent but it failed. Another of the same device was used to complete the procedure. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks b5 and e1 (initial reporter fax) have been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pancreatic pseudocyst procedure performed on (B)(6) 2025. During the procedure, the first flange of the axios stent was deployed but it did not fully expand. The device was removed from the patient and the procedure was completed with another of the same device. There was no patient complications reported as a result of this event.